Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was provided.

Event description:
It was reported that during the procedure when the balloon of the stent delivery system (sds) was inflated to deploy the stent, it was noticed that the stent had dislodged from the balloon outside the anatomy. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The plunger and needles, the complete suture, posterior needle tip, anterior and posterior cuffs and link material were not returned which limited the investigation. Evaluation of the returned device components found no detected damage to the device handle, guide tube, guide, foot or sheath. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible cuff miss or needle strike or possible malfunction of the device. During testing, a proxy plunger/needle assembly was inserted to test for needle trajectory and the results were acceptable. A possible cause for the reported cuff miss may have been needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Based on the investigation findings, the root cause for the reported cuff miss could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.